Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery alarm; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Similar reports have been received for the reported problem. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.